Manufacturer narrative:
Unit passed displacement test. Unit failed to pass the self test due to pump error 63 occurring during testing. P-cap was attached and locked into place correctly. The keypad was responsive during testing. Unit was successfully downloaded using thus for history files and traces. Pump error 54 (file#32122 line# 1421) and pump error 3 were present on 05/21/2023 09:35 in history files and traces. Pump error 63 variable (03) occurred on (09/29/2023 07:50) in history files and traces. Pump was cut open to perform visual inspection and found evidence of debris in the motor slide threads. The following were noted during visual inspection: scratched case, pillowing keypad overlay, fading serial label, debris in the motor slide threads. Keypad unresponsiveness is not confirmed. The keypad was responsive during testing. Pump error 54 is confirmed due to being found in history files and due to software anomaly. Pump error 3 is confirmed due to being found in history files and is a consequence of pump error 54. Pump error 63 is confirmed due to occurring during testing and due to cracked soldered joint at u1 pin (06). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a stuck button alarm in the insulin pump and also received pump error 3. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to back up plan as per health care provider instructions. The insulin pump will be returned for analysis.